Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent open reduction and internal fixation with a plate for a left humeral fracture. After the plate was implanted, absorbable synthetic surgical sutures were used to perform layered closure of the subcutaneous tissue and deep fascia. The surgery was completed successfully. On the second day after surgery, the patient began to experience recurrent fever, redness and swelling of the skin around the incision, elevated local skin temperature, exudation, and some liquefied tissue observed at the suture site and drainage tube, as well as significant localized tenderness. The patient was treated with enhanced wound dressing changes and infrared irradiation of the incision.